Event description:
It was reported that the haptic fell off at the optic haptic junction. The lens was removed and a new one was placed in the patient's eye. No adverse patient effects were reported, and no additional information was provided.

Manufacturer narrative:
It was reported that the haptic fell off at the optic haptic junction. The lens was removed and a new one was place in the patient's eye. No adverse patient effects reported no additional information was provided. The device is not being sent back. Thus, a proper device analysis could not be completed nor the reported issues confirmed. It was mentioned by the customer that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. Additionally, it was stated by the customer that the tech found it challenging to load than usual, thus the surgeon had to load it, it was stated that the leading haptic came off the optic when inserted into the cartridge and pushed into the eye. Haptic remained stuck in cartridge and lens was inserted without haptic. The injector that was used is a jnj emerald injector system, our lenses are intended to be implanted using a r28 and z28 cartridge system. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factor may have cause or contributed to the damaged haptic is but is not limited to: · loading strategy · accessory device support · poor handling during folding and inserting risk assessment has been reviewed within the technical file for hydrophobic lens. Risk assessment identifies damage of iol optic and/or haptic to potentially because by use of inappropriate surgical instrument or improper handling or improper implantation technique. This is seen as a reasonably foreseeable misuse that may result in additional surgery because of impaired vision; and potential iol explantation. This is considered as a serious severity of damage that may result in injury or disability which requires surgical intervention. The likelihood of occurrence is estimated to be occasional. The resulting risk is deemed acceptable. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.